Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered an event where one infusion set fell off during use on (B)(6) 2024, after being used for a day. Skin tac adhesive aid was used by the patient at the area of insertion. Patient replaced infusion set but did not confirm if insulin deliveries were resumed successfully. No further information available.